Event description:
It was reported that stuck in stent occurred. The patient presented with in-stent restenosis. A 3.50 x 18mm non-boston scientific stent was implanted for treatment. The opticross imaging catheter was advanced for ultrasound examination but during removal, the catheter became stuck in the stent. The shaft was cut to remove the device. The procedure was completed with a different device and there was no patient injury.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). Only the distal portion of the device was returned for analysis. Visual inspection revealed the imaging window was detached. Microscopic inspection revealed the tip had evidence of entrapment along the tubing and that the imaging window was cut. No damage was observed on the exit port portion. Images provided by the site were inspected and confirmed the imaging window detachment, tip damage, and imaging window cut.

Event description:
It was reported that stuck in stent occurred. The patient presented with in-stent restenosis. A 3.50 x 18mm non-boston scientific stent was implanted for treatment. The opticross imaging catheter was advanced for ultrasound examination but during removal, the catheter became stuck in the stent. The shaft was cut to remove the device. The procedure was completed with a different device and there was no patient injury.

Event description:
It was reported that stuck in stent occurred. The patient presented with in-stent restenosis. A 3.50 x 18mm non-boston scientific stent was implanted for treatment. The opticross imaging catheter was advanced for ultrasound examination but during removal, the catheter became stuck in the stent. The shaft was cut to remove the device. The procedure was completed with a different device and there was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Only the distal portion of the device was returned for analysis. Visual inspection revealed the imaging window was detached. Microscopic inspection revealed the tip had evidence of entrapment along the tubing and that the imaging window was cut. No damage was observed on the exit port portion. Images provided by the site were inspected and confirmed the imaging window detachment, tip damage, and imaging window cut.